Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to a short in the ECG. An unused pulse wire in the cable migrated into ECG electrode, causing a short. The root cause could not be positively identified.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.